Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a cracked display window, a scratched reservoir tube window and a scratched case.

Event description:
Customer's wife reported there is a crack on her husband's insulin pump, starting from the middle of the screen going to the corner. Customer's blood glucose was unknown. Customer works at an ice house and it may have been broken at work. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.